Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
User facility reported that the pt was originally given pain medication using an infusion pump from another MFR. However, the hospital staff noted that the pt had tampered with pump so use of this pump was discontinued. User facility also reported that the pt attempted to bribe nursing staff for add'l pain medication. The pt was switched to pain medication infusions using the suspect device. Hospital staff noted that the reservoir volume did not match expected delivered volumes. Treating physician reviewed the pump history record and found that clinician bolus feature had been used. Because the clinician boluses had not been ordered by the hospital staff this indicated the pt had administered these doses. The pt had respiratory depression and was transferred to intensive care unit for treatment. The pt was reported to be recovering with no permanent adverse effects reported. The pt has been changed to pain patches for pain management.